Event description:
It was rpeorted that prior to a thyroid procedure, there was no function, error code 3 on display. No pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose amount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.